Event description:
Unit only works on battery. Replaced all boards pertaining to ac power. Fault remained. Ordered back plane board. Installed back plane board, fault remained. Also had to replace previously checked ac/dc converter board. Verify operation and returned to service.